Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Case opened for interior inspection: passed (no moisture damage). Receiver charged and will boot: passed. Receiver pairing test: passed. Receiver functional test: passed all relevant testing. Receiver download retrieved and attached: passed. Data was received but does not reflect full investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.